Event description:
Pt had biliary and pancreatic stents placed. Post ercp films identified marker from oasis stent placing aparatus remained in the bile duct. Pt developed post ercp pancreatitis. Required second ercp to remove stent and marker.